Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump failed accuracy by a value of -17.55%. No patient injury or complications were reported in relation to this event. There was no patient involvement.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps ? 2120. The complaint of failing accuracy at 17.55% was not confirmed or validated. The delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6% the device overall condition was found to be excellent. No action taken. Device passed all functional testing.